Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d. Implanted: (B)(6) 2017, 693558 lead. Implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an episode of high atrial threshold which is chronic and possible right ventricular (rv) lead undersensing and t-wave oversensing. The leads remain in use. No patient complications have been reported as a result of this event.